Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer stated she had a low blood glucose level but declined to troubleshoot for the low blood glucose treated with food or tablets. The customer stated she needs help with not getting such a big correction on boluses. The product was not returned for analysis.